Event description:
The reporter stated a 3-piece silicone lens model aq2010v was stuck in the cartridge prior to insertion. The lens was not implanted and there was no patient contact or injury. The reporter believes the lens was damaged by the cartridge. An msi-pm injector and the aq cartridge fp were used, but the lot numbers were unknown.